Event description:
It was reported patient underwent a revision total hip arthroplasty of competitor product on (B)(6) 2013. During the procedure the liner trial dome screw fractured as the c-clamp and threading were pulled. The surgeon removed the fractured pieces from the patient. The procedure was completed by removing the screw and implanting the liner.

Manufacturer narrative:
Examination of returned device found the product was manufactured prior to change order which was implemented to create a thicker lip and increase strength.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.